Event description:
It was reported that the stent foreshortened and was unable to be reconstrained. A 18mm x 90mm x 75cm venous wallstent was selected for use in the left common iliac vein for treatment of may-thurner syndrome. The target lesion was 70% stenosed with no vessel tortuosity. During the procedure while trying to deploy the venous wallstent, the stent kept foreshortening. An attempt was made to recapture the stent and move it more proximal, but the stent would not re-sheath. The system would not move back over the stent, and it was noted by the physician to be well above the point of no return. The stent was ultimately deployed. A 18mm x 60mm x 75cm venous wallstent was placed on the proximal end of the first stent where it had foreshortened. No patient complications were reported.

Event description:
It was reported that the stent foreshortened and was unable to be reconstrained. A 18mm x 90mm x 75cm venous wallstent was selected for use in the left common iliac vein for treatment of may-thurner syndrome. The target lesion was 70% stenosed with no vessel tortuosity. During the procedure while trying to deploy the venous wallstent, the stent kept foreshortening. An attempt was made to recapture the stent and move it more proximal, but the stent would not re-sheath. The system would not move back over the stent, and it was noted by the physician to be well above the point of no return. The stent was ultimately deployed. A 18mm x 60mm x 75cm venous wallstent was placed on the proximal end of the first stent where it had foreshortened. No patient complications were reported.